Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2021, the subject pacemaker was implanted with a vega r58 lead, without problems. On (B)(6) 2021, capture failure occurred. A re-intervention was performed to reposition the lead. When reconnecting the pacemaker, there was still no capture, although with a pacing system analyzer (psa) the measurements were correct. Another eno sr pacemaker was implanted and when connected it worked without problems.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2021, the subject pacemaker was implanted with a vega r58 lead, without problems. On (B)(6) 2021, capture failure occurred. A re-intervention was performed to reposition the lead. When reconnecting the pacemaker, there was still no capture, although with a pacing system analyzer (psa) the measurements were correct. Another eno sr pacemaker was implanted and when connected it worked without problems.